Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced. Further information was requested but is not yet available. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the physiologist alleged insulation damage on the right ventricular lead, although it was not confirmed. No intervention has been performed at this time. The patient was stable.